Manufacturer narrative:
Age at time of event: 18 years or older.  (B)(4).   Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The balloon was tightly folded. There was contrast in the inflation lumen. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube shaft was completely separated 55cm from the hub. The fracture faces were oval as if kinked prior to separation. There were numerous hypotube kinks. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 14-sep-2016. It was reported that crossing difficulties were encountered. The 95% stenosed,10mmx2.75mm target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. A 2.75mmx8mm quantum maverick balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break.